Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 542 mg/dl with moderate ketones and had a headaches and dizziness. The elevated bg was addressed by a correction injection via manual insulin therapy.